Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported a pump stop shortly after insertion. Attempts to restart the pump were unsuccessful, therefore, the device was removed and replaced. Additional information was provided that noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported issue has been completed. There are no imc logs available for the first console. The rt log from the first console (ic4750) confirms alarm 119 occurrences. The rt log from the second console (ic4749) does not show alarm 119 occurrences but shows impella stopped alarms. The pump successfully starts on the second console and is manually turned to p0 by the user which was confirmed from the imc logs. The placement signal is zero when the pump is run so it appears that the pump was run outside the body in water as a test. A visual inspection of the pump did not reveal any abnormalities. The pump was plugged into an aic and was successfully run. The 119 alarm did not reproduce. All of the motor cables were tested and found to be functioning and within specification. The pump was run in a bucket of water for 16 hours without issue. The cause of the pump not starting was not determined because it could not be reproduced. This report is being filed as part of a retrospective review of historical records.